Event description:
It was reported by the customer's husband that they had been hospitalized for high blood glucose levels on (B)(6) of 2014 and a subsequent heart attack. Customer's blood glucose level was 1100 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Informed customer device is functioning properly but insisted on replacing the device. Nothing further reported.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted. Unit had cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).